Manufacturer narrative:
The reported event of sensing anomaly could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported event of stripped set screw was confirmed. Analysis revealed the right ventricular set screw was unseated and contained septum material. This prevented full insertion of the torque driver and was the cause of the set screw event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, after connecting the leads to the device header, low sensing was observed. The connection was checked and the lead was not fixed however, the set screw was stripped so the lead was unable to be fixed. A new device was used to resolve the event. The patient was stable.